Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), pelvic inflammatory disease ('pelvic inflammatory disease(pid)'), pelvic pain ('pelvic pain'), autoimmune disorder ('autoimmune disorder type of disorder') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 4, vomiting and right lower quadrant pain. Previously administered products included for an unreported indication: medroxyprogesterone acetate and depo provera. Concurrent conditions included anemia (anemia in pregnancy), sexually transmitted disease, cervical pap smear, burning sensation, vaginal mucosal blistering, vaginal lesion, discomfort, epidural anesthesia, urine culture, candida infection, colposcopy, cryosurgery, herpes simplex, small intestinal obstruction, upper abdominal pain, uterine enlargement and ovarian cyst. Concomitant products included aciclovir, ciprofloxacin hydrochloride (cipro), ciprofloxacin hydrochloride (ciprofloxacin hcl), clarithromycin (macrobid), hydrocodone, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel), ibuprofen (motrin), isotretinoin (accutane), metronidazole (metrogel), metronidazole benzoate (flagyl), ondansetron (zofran) and valaciclovir hydrochloride (valtrex). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), skin discolouration ("rashes or skin conditions: type: skin discoloration"), cystitis ("infection(bladde/urinary tract/vaginal)type:"), urinary tract infection ("infection(bladde/urinary tract/vaginal)type:") and vaginal infection ("infection(bladde/urinary tract/vaginal)type:"). The patient was treated with surgery (she was even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic inflammatory disease, pelvic pain, autoimmune disorder, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, skin discolouration, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, cystitis, device dislocation, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, skin discolouration, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the length of the tube on the right after completion was 4 and on the left was 4.5 discrepancy- date of removal (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on (B)(6) 2013: result-positive. Hysterosalpingogram - on (B)(6) 2016: impression:1. Patent postsurgical fallopian tubes bilaterally. Pregnancy test urine - on (B)(6) 2013: result-negative. Ultrasound pelvis - on (B)(6) 2014: impression: uterus and ovaries appear unremarkable, except for retroflexion of the uterus.; on (B)(6) 2015: impression: mildly enlarged uterus. Endometrium measures 7 mm in thickness, within normal limits for premenopausal patient. Small left ovarian cyst.; on (B)(6) 2018: impression: numerous subcutaneous nodules measuring up to 1 cm throughout the buttocks and visualized portions of the perineum extending beyond the field of vjew of the examination. These are nonspecific. Correlation with patient's past medical history would be of aid. Stool throughout the colon and distal small bowel can be a manifestation of chronic constipation. Bilateral fallopian tube wires. No CT evidence of adnexal mass. However, consider pelvic sonography with the given history. Remainder of findings are described above. Ultrasound scan - on (B)(6) 2018: impression: uterus and ovaries appear unremarkable except for retroflexion of the uterus. Prominent right parametrical veins are nonspecific. Consider pelvic congestion syndrome.. Ultrasound scan vagina - on (B)(6) 2013: result-uterus and ovaries appear normal. No adnexal masses visualized. Essure appears to be in place.. Urine analysis - on (B)(6) 2011: showed trace leuk. And pos.+ ketones.; on (B)(6) 2013: dip stick urinalysis with microscopy ++-leukocytes, positive-nitrates.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pid most recent follow-up information incorporated above includes: on 20-may-2019: pfs and mr received : reporters were added. New events-vaginal bleeding, menorrhagia, autoimmune disorder, skin discoloration, urinary tract infection,vaginal infection, bladder infection, migration of essure device location of device were added and an event of 'pid' was captured from mr. Concomitant drugs & conditions were added. Lab tests was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), pelvic inflammatory disease ('pelvic inflammatory disease(pid)') and pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, vomiting and right lower quadrant pain. Previously administered products included for an unreported indication: medroxyprogesterone acetate and depo provera. Concurrent conditions included anemia (anemia in pregnancy), sexually transmitted disease, cervical pap smear abnormal, burning sensation, vaginal mucosal blistering, vaginal lesion, discomfort, epidural anesthesia, urine culture, candida infection, colposcopy, cryosurgery, herpes simplex type ii, small intestinal obstruction, upper abdominal pain, uterine enlargement, ovarian cyst and gerd. Concomitant products included aciclovir, ciprofloxacin hydrochloride (cipro), ciprofloxacin hydrochloride (ciprofloxacin hcl), clarithromycin (macrobid), diphenhydramine hydrochloride from 2013 to 2016, hydrocodone, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel), ibuprofen (motrin), isotretinoin (accutane), metronidazole (metrogel), metronidazole benzoate (flagyl), ondansetron (zofran), ranitidine hydrochloride (zantac) since 2005 and valaciclovir hydrochloride (valtrex). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder type of disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), skin discolouration ("rashes or skin conditions: type: skin discoloration"), cystitis ("infection(bladder/urinary tract/vaginal)type:"), urinary tract infection ("infection(bladder/urinary tract/vaginal)type:") and vaginal infection ("infection(bladder/urinary tract/vaginal)type:"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and rash ("rash or skin condition"). The patient was treated with surgery (she was even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, vulvovaginal pain, skin discolouration and rash outcome was unknown and the pelvic inflammatory disease, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, cystitis, device dislocation, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, rash, skin discolouration, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the length of the tube on the right after completion was 4 and on the left was 4.5 discrepancy- date of removal on (B)(6) 2015 and (B)(6) 2016. Discrepancy- date(s) of insertion: (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on (B)(6) 2013: result-positive. Hysterosalpingogram - on (B)(6) 2016: impression:1. Patent postsurgical fallopian tubes bilaterally. Pregnancy test urine - on (B)(6) 2013: result-negative. Ultrasound pelvis - on (B)(6) 2014: impression: uterus and ovaries appear unremarkable, except for retroflexion of the uterus.; on (B)(6) 2015: impression: 1. Mildly enlarged uterus. 2. Endometrium measures 7 mm in thickness, within normal limits for premenopausal patient. 3. Small left ovarian cyst.; on (B)(6) 2018: impression: 1. Numerous subcutaneous nodules measuring up to 1 cm throughout the buttocks and visualized portions of the perineum extending beyond the field of view of the examination. These are nonspecific. Correlation with patient's past medical history would be of aid. 2. Stool throughout the colon and distal small bowel can be a manifestation of chronic constipation. 3. Bilateral fallopian tube wires. No CT evidence of adnexal mass. However, consider pelvic sonography with the given history. 4. Remainder of findings are described above. Ultrasound scan - on (B)(6) 2018: impression: uterus and ovaries appear unremarkable except for retroflexion of the uterus. Prominent right parametrical veins are nonspecific. Consider pelvic congestion syndrome. Ultrasound scan vagina - on (B)(6) 2013: result-uterus and ovaries appear normal. No adnexal masses visualized. Essure appears to be in place.; on (B)(6) 2013: result: total bilateral occlusion. Urine analysis - on (B)(6) 2011: showed trace leuk. And pos.+ ketones.; on (B)(6) 2013: dip stick urinalysis with microscopy ++-leukocytes, positive-nitrates. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pid. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received :- new reporter information was added. Event onset date and event outcome updated. Severity added abdominal pain, pelvic pain. Medical history and concomitant drug, lab test was added. New event- rash added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), pelvic inflammatory disease ('pelvic inflammatory disease(pid)') and pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, vomiting and right lower quadrant pain. Previously administered products included for an unreported indication: medroxyprogesterone acetate and depo provera. Concurrent conditions included anemia (anemia in pregnancy), sexually transmitted disease, cervical pap smear abnormal, burning sensation, vaginal mucosal blistering, vaginal lesion, discomfort, epidural anesthesia, urine culture, candida infection, colposcopy, cryosurgery, herpes simplex type ii, small intestinal obstruction, upper abdominal pain, uterine enlargement, ovarian cyst and gerd. Concomitant products included aciclovir, ciprofloxacin hydrochloride (cipro), ciprofloxacin hydrochloride (ciprofloxacin hcl), clarithromycin (macrobid), diphenhydramine hydrochloride from 2013 to 2016, hydrocodone, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel), ibuprofen (motrin), isotretinoin (accutane), metronidazole (metrogel), metronidazole benzoate (flagyl), ondansetron (zofran), ranitidine hydrochloride (zantac) since 2005 and valaciclovir hydrochloride (valtrex). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder type of disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), skin discolouration ("rashes or skin conditions: type: skin discoloration"), cystitis ("infection("bladder"/urinary tract/vaginal)type:"), urinary tract infection ("infection("bladder"/urinary tract/vaginal)type:") and vaginal infection ("infection("bladder"/urinary tract/vaginal)type:"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and rash ("rash or skin condition"). The patient was treated with surgery (she was even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, vulvovaginal pain, skin discolouration and rash outcome was unknown and the pelvic inflammatory disease, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, cystitis, device dislocation, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, rash, skin discolouration, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the length of the tube on the right after completion was 4 and on the left was 4.5 discrepancy- date of removal (B)(6) 2015 and (B)(6) 2016. Discrepancy- date(s) of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on (B)(6) 2013: result-positive. Hysterosalpingogram - on (B)(6) 2016: impression:1. Patent postsurgical fallopian tubes bilaterally. Pregnancy test urine - on (B)(6) 2013: result-negative. Ultrasound pelvis - on (B)(6) 2014: impression: uterus and ovaries appear unremarkable, except for retroflexion of the uterus.; on (B)(6) 2015: impression: 1. Mildly enlarged uterus. 2. Endometrium measures 7 mm in thickness, within normal limits for premenopausal patient. 3. Small left ovarian cyst.; on (B)(6) 2018: impression: 1. Numerous subcutaneous nodules measuring up to 1 cm throughout the buttocks and visualized portions of the perineum extending beyond the field of view of the examination. These are nonspecific. Correlation with patient's past medical history would be of aid. 2. Stool throughout the colon and distal small bowel can be a manifestation of chronic constipation. 3. Bilateral fallopian tube wires. No CT evidence of adnexal mass. However, consider pelvic sonography with the given history. 4. Remainder of findings are described above. Ultrasound scan - on (B)(6) 2018: impression: uterus and ovaries appear unremarkable except for retroflexion of the uterus. Prominent right parametrical veins are nonspecific. Consider pelvic congestion syndrome.. Ultrasound scan vagina - on (B)(6) 2013: result-uterus and ovaries appear normal. No adnexal masses visualized. Essure appears to be in place.; on (B)(6) 2013: result: total bilateral occlusion. Urine analysis - on (B)(6) 2011: showed trace leuk. And pos.+ ketones.; on (B)(6) 2013: dip stick urinalysis with microscopy ++-leukocytes, positive-nitrates.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she was even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.